Event description:
This patient suffered a ventricular perforation and expired during the tavr procedure. The transcatheter heart valve was deployed successfully in a 50:50 position, however, post deployment the patient's blood pressure dropped. CPR commenced and a pericardial effusion was noted. The pericardial effusion was drained, with temporary recovery. Unable to stop bleeding, the cardiothoracic surgery team opened the chest and drained the blood. CPR was then continued, however, the patient's blood pressure continued to drop. Blood loss continued uncontrolled. The patient was declared deceased. The cause of death was attributed to a wire perforation, which was caused from the extra stiff wire.

Manufacturer narrative:
(B)(6). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the tavr procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricle perforation was caused by procedural factors (perforation with the extra stiff wire). There was no allegation of a malfunction of the edwards device, and the ventricular perforation was not attributed to the edwards devices, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.